Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. The carton contained inserts (68e3566 and m726750c793) and an open pouch. The open pouch was open from 3 of 4 sides and included both electrodes (green and red/white) and size 7 emg tube. There was no damage noted in the construction of the tube, except that a portion of inflation with the pilot balloon was missing/cut off. There were traces of contamination (brown in color) inside the pouch and inside the tube (distal end of the tube). The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.5 ohms), red with clear tube (3.4 ohms), blue (3.5 ohms), and blue with clear tube (3.4 ohms), all electrodes within specification. Functionally, the device was connected to the nim system for electrode check and functional test, and both passed immediately after being connected to the system. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during the surgery, in the process of monitoring the nerve signal, there was no signal at all from the endotracheal tube. There was still no myoelectric signal after multiple adjustments. The current stim return was not showing 0 and there was no waveform displayed. There was no patient impact.